Manufacturer narrative:
Device history record: the DHR shows no abnormalities related to the reported failure. Mayfield infinity skull clamp (a2114) was returned for evaluation. The reported complaint was confirmed via inspection of the unit. The torque knob had the piston seized inside it and both pawls were broken.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 1 of 2 reports linked to mfg report number 3004608878-2021-00075. A facility reported that the mayfield infinity skull clamp (a2114) was not working; it was loose and not safe for patient use. It is unknown if there was patient involvement or if the device failure led to patient injury or surgical delay.